Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the multiple matrix drawers were failed. A field service engineer (fse) isolating the drawers and was unable to recover. Fse replaced the power supply, and the drawers recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed, and none can recover. Nurse tried to recover storage space, but issue persists. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.